Event description:
Caller reported a cgm error. Blood glucose level value or impact was not reported. Technical support guided the caller through a successful pump reset, and caller was able to start their sensor session successfully.